Event description:
The customer reported during patient use, the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on. The patient was placed onto a spare autopulse platform once the issue was discovered. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon powering on was confirmed during functional testing and review of the archive data. The root cause of the ua07 was the failure of single point load cell #1. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up. Single point load cell #1 was over-reporting and needs to be replaced to remedy the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). Ccr 62970, reported on (B)(6) 2022. Single point load cell #1 was replaced.